Event description:
It was reported undefined error messages, interupting insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and follow-up from technical support. No additional information was received regarding the outcome of the event.